Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed and attributed to corrupt firmware. The firmware was re-loaded to resolve the report. It is suspected that the firmware became corrupted during a software update. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.